Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck diameter measures 4.3cm in diameter. It was reported that the patient presented with leg pain. The physician stated that the patient has atrial fibrillation and wondered if that could have been the cause. The physician also stated it could have been caused by an outflow problem as the sfa is occluded and there is some area of concern in left external iliac artery. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Patient medical history updated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.